Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable root cause could be a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a (B)(4) health care agent who had a nurse on the line with a patient with a renasys go that they could not turn off to perform a dressing change. By the time the war transfer was completed to the nurse, the calling nurse was no longer holding the phone line. No harm or injury reported and no further information available.